Event description:
In 2005, using a 6fr delivery sheath, a 6mm asd device was placed in a pt, diagnosed with a small secudum atrioseptal defect and history of vasovagal syncope. Tee confirmed good device position. There were no complications of the procedure. The pt was transferred to step-down to be discharged home in the mroning. The following day, the pt prersented with embolization of asd device in the descending aorta. In the cardiac cath lab, the pt was drapped and prepped in the usual manner. An 8-fr sheath was placed in the right femoral artery and a 15mm amplatzer's snare was used to retrieve the device. The pt was transferred to the picu step-down in stable condition. There were no complications of the procedure.